Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent needle, leakage during use and breakage during use were observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of leakage during use was not observed. Also, 10 retained samples were visually checked for bent cannula and breakage and no bent cannula or breakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bent needle, leakage during use and breakage during use based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set that the needle broke during blood collection and blood leaked from the device. No patient or user impact reported.

Event description:
It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set that the needle broke during blood collection and blood leaked from the device. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.